Manufacturer narrative:
The customer's reported complaint of the thermogard console displayed mid:14 (bg power supply) error message was confirmed during the archive review but not during functional testing. There were no device deficiencies found during the evaluation of the console and the device performed as intended. The thermogard console passed the initial functional test without any fault or error. The event log was reviewed and noted the occurrence of the mid: 14 (bg power supply) error message, thus confirming the reported complaint. In addition, unrelated to the reported issue, a review of the event log data showed the presence of the mid:16 and tcmid:05 (coolant diff failure) error, likely due to the loose wiring connection to the processor board. A visual inspection was performed and unrelated to the reported issue, assembly cover deck xp was broken likely due to mishandling. In addition, observed damaged white rollers and the signs of a liquid spill on the drip tray and at rear brackets, and noted some corrosion at the pins connectors to the processor board. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended.

Event description:
The customer reported complaint of the thermogard console displayed mid:14 (bg power supply) error message. Unknown if the device issue was observed during the patient use or device check. No known impact or patient consequence was reported. No further information was provided.